Event description:
Caller reported that pump screen was not turning on. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternative method of insulin therapy.